Event description:
The description of the incident is as follows: serial number of the nuvo (B)(4). Date of the incident: (B)(6) 2012. "The device was used at night at a pt's home in (B)(6). The flowrate was set at 3l/min. The temperature at night was quite high (around 30 deg. C) and the bedroom was ventilated (the window was kept open). The nuvo was reported to have ignited by itself and the fire started spreading in the room. By chance there was no consequence for the pt who could alert the firemen on time.

Manufacturer narrative:
Unit is being returned to nidek medical products, inc. For investigation/evaluation. As of this date, it has not been received.